Event description:
Conflicting results for one asymptomatic patient (off label use at the time). The customer communicated both the positive and negative were on the same analyzer but different samples. Unknown if the result was confirmed. Confirmation method(s) not provided.

Manufacturer narrative:
Investigation conclusion; tested 5x retained devices with negative standard and 5x retained devices with positive standard. All devices yielded valid and accurate results at the 15 minute result read time. Root cause; cannot duplicate with retains. Source; phone.